Manufacturer narrative:
The lens was received positioned incorrectly in the open carrier. One haptic of the lens was found bent. Due to the conditions in which the lens was received, the cause for this malfunction cannot be determined.

Event description:
The haptics were found bent upon opening of the lens carrier.